Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for during a procedure that the scope was discovered to be scratched. A visual inspection was performed and showed the scope to have spots on the negative lens. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No further investigation is required. After the evaluation the root cause for the reported issue was determined to be user error.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a shoulder scope procedure that the scope was discovered to scratched. A competitor's device was utilized to complete the procedure. No patient injury or complications were reported.